Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation showed there is a clear visible charring at the left side of the upper jaw. Further visual inspection showed little spots of melted metal at the lower and upper jaw. The dissection clip is only slightly damaged, and the mechanical function (cutting and clamping) was unaffected. The manufacturing documents have been checked and found to be according to specifications which was valid during the time of production. There were no further complaints with this lot and this error pattern at hand. Conclusion and root cause - the root cause for the problem is most likely usage related. Rationale - the melted spots on the electrodes are an indication that there was conductive material between the electrodes during activation of power. A spark caused an initial carbonization of the peek insulation and during further activations the carbonization continued until there was a complete short. The IFU points out that the user should avoid grasping conductive material between the electrodes during the sealing process. No CAPA necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "the insulation shaft was stripped and the jaw was sparking." The issue occurred at the beginning of a procedure. It was a planned endoscopic hysterectomy and the device was to be used in conjunction with a single-use trocar. Another endoscopic device was used to complete the procedure and there was no harm to the patient or surgeon.